Event description:
It was reported that during an unknown gynecological procedure, it was observed that the stapler was defective during the first shot; and that it did not work. A new reload was opened for testing and it remained defective. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/07/2025. D4: batch # 448a42. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please explain in detail what was the issue with the device. Was the firing sequence started but not completed? - if yes: did the device deliver any staples? - if yes, were the staples formed properly? - if yes, was the staple line complete? - did the device cut? - if yes, was the cut line complete? - if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? - was there any difficulty opening the device? - if yes, how was the device removed from the patient? - if yes, did the jaws eventually open? - is the current patient status known? - was there any patient consequence or change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 1/10, with the reload pan partially dislodged from the right proximal side. In addition, 1 single driver out of position and 5 double drivers missing, making the reload non-functional. In addition a second gst45b reload (b) was received. The reload was received partially fired 1/10. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. A manufacturing record evaluation was performed for the finished pse45a, with lot/batch number v95w01, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 448a42, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.